Event description:
Philips received a complaint by the customer on the v60 indicating that there was navigation fault. It is currently unknown if the unit was in patient use at the time of the reported issue. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is currently pending.

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that they had navigation fault. A field service engineer (fse) went onsite and confirmed the reported issue. The fse performed troubleshooting and discovered the navigation ring did not respond. The fse replaced the front bezel with the navigation ring to resolve the issue. The fse replaced the front bezel with the navigation ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.